Event description:
The pt underwent a sling procedure. No cystoscopy was performed. At one week post operative, it was noted that the pt had fecal matter coming from the left trocar site. An exploratory laparotomy was performed and it was found that the tape was in the bowel. The tape was removed and the bowel was repaired and the pt is doing well.